Event description:
Customer reported to baxter that one (1) viaflex empty container (3000) with connector, in which an embedded hair was detected in the tubing that connects to the compounder where the tubing junctions the bag. The issue was detected after filling and the bag was not used on a patient.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation; however, it has not yet been completed. Once the evaluation is complete, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The customer returned one actual sample for evaluation. The customer reported issue of a hair detected in the tubing that connects to the compounder where the tubing junctions the bag was confirmed during visual evaluation at the manufacturing facility and found to be due to the manufacturing process. Awareness training was provided to the associates related to the received complaint and the correct use of hairnets during the assembly process. This issue is being investigated through CAPA. If additional information or samples become available, a follow up report will be submitted. A batch review was performed on the reported lot and no deviations were noted.